Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found the instrument conductor wire found broken at the yaw pulley exit. There is a significant amount of thermal damage caused to all part near the conductor wire on the distal end. Additionally, the instrument monopolar yaw pulley was found to have thermal damage. The instrument distal pulley was also found with significant amount of thermal damage. A piece of the pulley is missing, estimated size measured approximately .122 x .117. The instrument distal clevis has thermal damage on both sides near the pulleys. The instrument proximal clevis was found with thermal damage location measures approximately .556 x .349. The insulation of the conductor wire was not broken, and the conductor wire did not break at the yaw pulley exit. The conductor wire broke at the exit of the conductor cap, next to the distal idler pulley. A portion of the conductor is still well attached to the yaw pulley, and the silicone potting is still in place. It is not clear if the conductor wire was damaged prior to the breakage or that the conductor wire came off the conductor cap and got stuck outside of it, stretching the wire until failure. Log files show the instrument was used for one hour and 16 minutes. Pedal activation with the conductor wire broken would have caused the arcing, melting distal idler pulley, yaw pulley and creating thermal damage on distal and proximal clevis. Evidence is not conclusive, but the piece missing from the distal idle pulley seems to have melted away. After further analysis, the grip cable was found frayed in the area close to the idler pulley and conductor wire breakage. Due to the thermal damage, it is difficult to definitively conclude that the root cause of the arcing was conductor wire damage; yet, the available evidence suggest that the conductor wire got nicked prior to the arcing event, compromising the insulation of the wire and burning during pedal activation. The conductor wire getting caught under the cap did not cause the original breakage, but might have contributed to the complete detachment of the wire once weakened. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This case was reviewed as part of a retrospective data analysis for monopolar instruments with conductor wire potting failures. Reassessment of the case including the customer reported information, failure analysis findings, and post market investigation findings has resulted in this case being reportable due to the severity of the cautery wire potting failure without an inconclusive root cause at this time. Investigation for this failure is ongoing, therefore the case will be reported and a follow up will be sent once additional information is received.

Event description:
During a da vinci si the permanent cautery hook instrument was used to finish a right lobectomy procedure. During the procedure, the insulation layer of the hook's tip was damaged and the wire was burnt off. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.